Manufacturer narrative:
Submit date: 03/03/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/24/2009 that a customer had an issue with a standard syringe. Customer states that they found what looked to be another cannula inside of the syringe. The customer reports the smaller metal piece was inside the cannula before it was opened and attached to the syringe. The crna attached the cannula and filled the syringe with 5 ml of fentanyl from a glass ampule and the liquid flushed the smaller tube into the syringe. The small metal piece was discovered by the md.